Manufacturer narrative:
(B)(4). Date sent: 9/3/2024 d4: batch # 922c19 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with a gst45w reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. However, the staples were partially formed. After further evaluation, the analysis showed the knife wings were broken off. The knife wings were not returned for analysis. Additionally, photos were provided and they showed the condition of the reported event. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 922c19, and no non-conformances were identified.

Event description:
It was reported that during the surgery, after fired, noted the staples malformed and the tissue was not cut, but there were some staples deployed on the tissue. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.